Event description:
Patient was diagnosed with a staph infection at the neck incision at urgent care where he was prescribed antibiotics. After one week of treatment, he was seen by his physician who reported the infection is resolved.